Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 25mg/ml morphine at 3mg/day via an implantable infusion pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the patient had an empty pump for about 1.5 years. The patient wasn't able to get their pump refilled because they could not get a ride to the refill and that is why the reservoir went empty. The low reservoir occurred on (B)(6) 2016 and the empty reservoir occurred on (B)(6) 2016. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.